Event description:
It was reported that during a laparoscopic myomectomy procedure, the probe was not working in the first case. Giving error for replacement. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received disassembled; upon visual inspection of the components, the electrical traces were found to be torn. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld and the white tissue pad is damaged, melted, and a small portion was not returned. Due to the condition of the device no further testing could be performed. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No conclusion could be reached as to what caused the damaged to the electrical traces.